Event description:
This is a spontaneous case report received on 15-jul-2016 from a medical doctor in united states which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number d19668, inserted on (B)(6) 2016 for permanent sterilization. The physician reported that on (B)(6) 2016 the micro insert was deployed in patient but not in correct location. Therefore it was scheduled to be removed and another insert placed. The patient was not pregnant. No hospitalization was required. Follow-up received on 05-aug-2016. (B)(4). Based on complaint description, the physician located the device improperly, a device malfunction is not related or reported on this case. Deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a deployment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and the micro insert was deployed in the patient but not in correct location. Therefore it was scheduled to be removed and another insert placed. The reported event is listed according to essure's reference safety information. In this particular case, limited information was provided. Neither the exact essure location nor the method for device removal was specified. However, considering event's nature, causality with the suspect insert cannot be excluded. Since medical intervention will be likely required for essure removal, this case was regarded as an incident. Based on the available information no product quality defect was confirmed follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 17-aug-2016: questionnaire of uterine/tubal perforation with essure was provided. Patients demographic data was provided. She had 3 pregnancies with 3 delivery babies. She had 2 c-sections. She had no previous gynecological intervention. Essure was placed on (B)(6) 2016, at post-partum state. Patient was breastfeeding at that time. No abnormal findings before essure placement. Patient received analgesia for procedure. Cervical dilatation and sound were also performed. The insertion procedure was difficult. Fluid loss of more than 1500cc during hysteroscopy did not occur. The procedure did not take more than 20 min. The patient did not complain after insertion. On (B)(6) 2016 unilateral placement occurred. It was noted that on the left tube essure micro-insert deployed at tubal os mostly in uterine cavity; essure left coil fell out in uterine fundus. Patient did not present symptoms. Essure was removed on (B)(6) 2016. Essure removal was not medically necessary and it was a patient request. The removal was done by hysteroscopy. No pathology results, signs of infection and/or inflammation was reported. No further information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and left tube essure micro-insert deployed at tubal os mostly in uterine cavity (previously reported as the micro insert was deployed in the patient but not in correct location). Later, essure left coil fell out in uterine fundus. Patient did not present symptoms and essure was removed 9 days later by hysteroscopy. These both events are listed in according to essure's reference safety information. In this particular case, both reported events occurred during insertion procedure and, based on its nature, both reported events were considered as related to essure. This case was regarded as incident since an intervention was required. Based on the available information no product quality defect was confirmed. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.